Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported "this abbott freestyle libre 14 continuous glucose monitor intermittently fails to make the regular 15 minute glucose level readings and record them. These lapses sometimes seem to follow a user manual scan of the sensor. Inspection of the exported measurement date reveals gaps where measurements are not recorded. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.